Event description:
It was reported that this lead was showing early signs of failure due to an increase in impedance measurements and high capture thresholds. The patient is pacemaker dependent so instead of waiting for a complete failure of this lead, the physician decided to replace this lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).